Event description:
Hcp reports the patient presented in 2003 with signs of infection of the device pocket and meningitis. These included redness, swelling, pain, and pocket erosion. Cultures of the device pocket were done. Mirabilis was the organism cultured. The patient did have meningitis. The patient was treated with IV antibiotics and total device system explant. The infection was reported to have resolved without patient drug withdrawal.